Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found that the emergency lamp indicator light was blinking due to failure of the spare lamp. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the spare lamp was on. Upon inspection and testing of the device by olympus, it was found that the spare lamp failed. This report is submitted due to the report of spare lamp failed. As the problem was found during service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was confirmed. It was assumed that the cause of the phenomenon was the defective spare lamp, which caused the emergency light lamp on the front panel to blink. In addition, the cause of the defective spare lamp was not identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿8.2 troubleshooting guide clv-s190: the emergency lamp indicator blinks. Immediately turn the light source off, unplug the power cord from the wall mains outlet and the power inlet, then contact olympus.¿ olympus will continue to monitor field performance for this device.